Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with the clinician's programmer and displayed an error message generator has reached end of service. As a result, surgical intervention may be scheduled as the next course of action.

Manufacturer narrative:
This is not an fsca issue. The fsca number was inadvertently placed in the initial report.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. Issue was resolved and therapy has been restored.